Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric, de novo target lesion with a bend of >=90 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery. Following pre-dilatation, a 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the physician touched the stent, it was noted that the proximal part of stent edge flared. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric, de novo target lesion with a bend of >=90 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery. Following pre-dilatation, a 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the physician touched the stent, it was noted that the proximal part of stent edge flared. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.